Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3889-28 lot# va0tryy serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the patient had pain down the leg. The rep reported that the device was turned off and there was no change in the patient¿s leg pain. The rep reported that a new lead was placed on the right side and the ins was moved to the right side as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.